Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he woke up with high blood glucose. He stated that he had called yesterday because his insulin pump shut off after inserting 5 batteries in less than 24 hours and had no insulin. Customer¿s blood glucose was over 200 mg/dl. Troubleshooting was performed. After reviewing his alarm history, it was determined that the customer did not receive a low battery alert prior. This is the second occurrence of a replace battery now alarm without a low battery alert prior. The customer was advised that the insulin pump will need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm or replace battery now alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.